Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that 18 hours after the start of the chemo infusion, a leak was discovered from the set¿s filter. No patient or clinician harm was reported. The chemotherapy regimen included: etoposide 135 mg, vincristine 0.62 mg, doxorubicin 22 mg in normal saline 600 ml, all combined in one bag and ran over 24 hours (at 25 ml/hour). This was her 3rd day receiving this exact combination and dose. She has received this same combination of drugs in ns over 24 hours on 12 other occasions without an issue, and the event delayed the patient's infusion while a new medication bag was mixed. No other patient effect was reported.